Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of y-site leaking could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector had damaged tubing. The following information was provided by the initial reporter: bd maxplus pressure rated extension set with clear needless connector and y-site appears to have a manufacturer defect where the tubing meets the y-site. There have been 3 instances where a nurse has started an IV and then attempted to draw blood using the extension and when under pressure blood starts to drain from the extension, and after some investigation it appears that there is a pin hole or crack where the extension meets the y-site and when under pressure blood sprays.